Event description:
Pt, on coumadin therapy, received annual influenza vaccination. Vaccine was administered using a jet injection, needle-less system. Pt returned to clinic with ecchymosis to right deltoid. Diagnosed as heterotropic ossification. Pt to receive orthopeadic evaluation to determine best treatment for disease process. This problem did not present with any other pts before or since. Rptr asks is there a warning or precaution related to sets of pts, such as a pt on coumadin therapy. Rptr understands that the hcp may have selected an incorrect size injector needle. All hcps had received training and were current.